Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported the customer received a reset alarm on their insulin pump. Customer's blood glucose was 144 mg/dl. It was also found the customer's basal settings were erased from their insulin pump. Troubleshooting found the customer's reset alarm did not occur within five hours of inserting a new battery. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.